Manufacturer narrative:
It was confirmed that there was no injury and no medical intervention due to this alleged issue. A visual and functional inspection was performed by a stryker field service representative in regards to the alleged issue. It was identified that there was no defect found and the event could not be duplicated. This issue was resolved for the customer by inspecting the device and confirming that the device is performing to specifications.

Event description:
It was alleged that the emt's were unable to load the patient that was being transported to the emergency room for emergency defib. It was alleged that there was a delay of one hour for the patient transport. It was reported that there was no lasting consequences for the patient.

Event description:
It was alleged that the emt's were unable to load the patient that was being transported to the emergency room for emergency defib. It was alleged that there was a delay of one hour for the patient transport. It was reported that there was no lasting consequences for the patient.